Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) episode, for which their cardiac resynchronization therapy defibrillator (crt-d) device delivered four burst of anti-tachycardia pacing (atp) and three 41 joule shocks. Therapy was unsuccessful to terminate the rhythm, but the last shock was able to decelerate it. The patient was admitted to the hospital and defibrillation threshold (dft) testing was performed. Impedance was found to be 45 ohms and within normal limits, but technical services (ts)recommended to take x-rays, evaluate the system position and to consider reprogramming the device to have shorter duration and quicker therapy delivery. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) episode, for which their cardiac resynchronization therapy defibrillator (crt-d) device delivered four burst of anti-tachycardia pacing (atp) and three 41 joule shocks. Therapy was unsuccessful to terminate the rhythm, but the last shock was able to decelerate it. The patient was admitted to the hospital and defibrillation threshold (dft) testing was performed. Impedance was found to be 45 ohms and within normal limits, but technical services (ts)recommended to take x-rays, evaluate the system position and to consider reprogramming the device to have shorter duration and quicker therapy delivery. This device currently remains in service. No adverse patient effects were reported.